Event description:
Pt intubated at approximately 3:50 am with continued respiratory compromise. At 6:55 am, it was discovered that the ventilator pressure and exhalation tubings were incorrectly attached to the machine. The tubings were attached in reverse order. Ventilator does not contain labeling for attachments and nothing prevents attachment of wrong tubing to ventilator.